Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
It was reported that the detection equipment was placed in the correct position, the coupling was used, and the sound frequency collected by the probe was inconsistent with the actual displayed value, and the deviation was large. The device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
A distributor personnel spoke with the customer and confirmed that there is no problem with the equipment. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Section e reporting address postal: (B)(6).